Event description:
It was reported that the system intermittently lost power (shut down) when interconnect cable was moved. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.